Event description:
It was reported that this pacemaker system exhibited high out of range right ventricular (rv) pacing lead impedance measurements measuring greater than 2,500 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. It was noted that the lead was programmed to bipolar in the past and now it has switched again. Additionally, there were some non-sustained ventricular tachycardia (nsvt) events with noise that was being oversensed causing pacing inhibition of less than two seconds. Technical services recommended further testing. The patient is not dependent on rv therapy. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high out of range right ventricular (rv) pacing lead impedance measurements measuring greater than 2,500 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. It was noted that the lead was programmed to bipolar in the past and now it has switched again. Additionally, there were some non-sustained ventricular tachycardia (nsvt) events with noise that was being oversensed causing pacing inhibition of less than two seconds. Technical services recommended further testing. The patient is not dependent on rv therapy. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this right ventricular (rv) lead was surgically abandoned and replaced. The device was also explanted and replaced. No additional adverse patient effects were reported.